Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that during an examination the flexvision screen got froze and connection with the flexvision pc was lost. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a diagnosis and the procedure was completed as planned by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the flexvision screen froze during an examination. A review of the system logfile showed frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The fse visited onsite and upon functional testing, the fse found communication failure with the pc that controls the large screen which was caused by the grabber. To resolve the reported issue, the fse replaced the flex vision pc and reinstalled the software. After replacement and installation of software, the system returned to use in good working order. The codes were updated based on the investigation outcome. (Device) problem code was corrected.